Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated nonconformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with 6f sheath after an interventional procedure. Reportedly, after lifting the lever there was no bleedback. When the device was being removed a blood clot of approximately 3 inches was pulled out with the device. The access site was rewired. A second proglide was used with adequate bleed back and hemostasis was achieved. There were no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.